Event description:
Slight burning/itching sensation in chest. Sensation persisted for roughly 60 days, coinciding with the labeled duration of sirolimus elution from the stent. Similar experience reported by consumer caller to cdrh/dsmica 800 line answered by the reporter.